Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system was tested with two navigation systems and there was no issue. The imaging system with gantry tilt which was in the procedure was not tested. The system then passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the surgeon used a non-medtronic skull clamp and cranial reference frame for the surgery. The site performed a 3d spin with an imaging system using the right side tracker. The surgeon confirmed accuracy with three different instruments. Inaccuracy was noticed after 2-3 holes were drilled in the spine. The surgeon re-verified the universal drill guide (udg) with the drill bit attached. A manufacturer representative recommended re-verifying the udg without the drill bit. The inaccuracy was still noticed with the udg, surgical drill, and pointer probe. Varying degrees of inaccuracy were noticed on differed levels; some were medial and some were anterior. The site performed a second 3d spin with the imaging system. The surgeon confirmed the accuracy with the surgical drill, pointer probe, and udg. The surgeon started drilling holes again and noticed they were inaccurate a second time. The surgeon proceeded without navigation. The manufacturer representative reported that the site was using a surgical drill with a tracker attached. The representative also reported that site performed a third spin and completed the opposite side of the spine with full accuracy and no gantry tilt with the system. The first two spins, the imaging system gantry was tilted. The reported inaccuracy was approximately three millimeters. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is also being reported under part 803. Supplemental aro information is as follows: dose information not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv (negligible). 1 - patient total number of people in or unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.